Event description:
It was reported that the cassette depleted sooner than they expected so patient went to make a new cassette. During the process of injecting the remodulin into the cassette the patient made 2 cassettes, and both were leaking out remodulin after the patient filled the cassette with remodulin. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. G2: additional medwatch mw5172652. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.